Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v855093, implanted: (B)(6) 2012, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 20-oct-2015. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins). It was reported there was lead miscommunication that was ongoing. The hcp stated there were no actions taken. The hcp stated the event was related to the device or therapy and was not related to the implant procedure. The hcp noted the patient fell. The patient noted she fell in (B)(6) 2017. The hcp stated the patient stated she felt that an electrode wire may have moved after the fall. The hcp stated the impedance check showed that she did have 3 miscommunicating pairs. The hcp noted at the time of the report she felt her interstim programs did not need to be adjusted and she wished to continue on her current program without other actions. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
Product ID: 3889-28, lot# v855093, implanted: (B)(6) 2012, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information as received from the healthcare professional (hcp). They stated that the entire system was explanted and replaced on (B)(6) 2019. The event was resolved without sequelae. No further patient complications were reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28 lot# v855093 implanted: (B)(6) 2012 product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. It was reported that it was unknown whether there was high impedance. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional (hcp) on (B)(6) reported the event occurred (B)(6) 2017. There were no further complications that have been reported as a result of this event.